Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by physician from the (B)(6) of sterile peritonitis in a patient coincident with dianeal pd4 unknown bag therapy. On (B)(6) 2012, the patient experienced sterile peritonitis which required hospitalization. On an unreported date, dianeal pd4 1.36% therapy was temporarily withdrawn and the patient began treatment with extraneal viaflex and physioneal 40, unknown bag therapies (doses, frequencies and lot numbers not reported) ip for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient began remedial therapy with an unspecified antibiotic (dose, frequency and route not reported). At the time of this report, the patient remained hospitalized and remedial therapy was ongoing. Peritonitis was resolving. The physician stated that the event of peritonitis was unrelated to dianeal therapy